Manufacturer narrative:
H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. The manufacturer has received the sample and it will be evaluated. A supplemental will be submitted with evaluation results.

Event description:
It was reported by the customer powerpicc inserted in the right basilic vein, total rupture internally requiring catheter removal through ivr.

Event description:
New information received: 11-jul-2025. Removal carried out without incident.

Manufacturer narrative:
H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. The date of awareness was corrected to june 26, 2025, as this is the date the bd employee became aware of the reported event. This supplemental report is to correct the previously reported date of awareness, and the MDR was submitted within a 30-day window.

Manufacturer narrative:
H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. The complaint of a damaged catheter is confirmed; however, the root cause could not be determined. One 4fr sl powerpicc catheter was returned for evaluation. An initial visual observation showed use residue on the catheter. A microscopic observation revealed a circumferential separation in the catheter tubing at the 16 cm depth marking. The other section of catheter was not returned with the sample. The fracture surfaces of the spilt were observed to be rough and uneven with minor rounded edges. While the exact cause of the separation in the returned catheter could not be determined, possible contributing factors include material fatigue, compression damage, and/or excessive tensile (pulling) forces. This complaint will be recorded for future trending and monitoring purposes.